Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing on an endoscopic radical resection of lung cancer, the surgeon was able to press the green button, and found that it was difficult to fire and accompanied by a squeaking sound. However, the reload was fired successfully and the staples formed properly. On the second firing, they changed the reload, the surgeon was able to press the green button, but was unable to squeeze the handle, and the device did not fire. After re-installing, still the device could not be fired. Another device was used to complete the case. There was no patient injury.